Event description:
Customer reported fluid leaked from a crack in the accuslide. The set was ordered for a clinical trial (B)(6). Customer stated the study medication was a hormone product. No pt harm reported and no medical intervention required. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.